Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 3, a failure occurred upon insertion. Clinician reports there was an infection, bone loss, bleeding and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 3, a failure occurred upon insertion. Clinician reports there was an infection, bone loss, bleeding and an abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.